Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not able to go into auto-mode. Customer received a calibration not ready and sensor not ready message. Customer's blood glucose was 434 mg/dl. Troubleshooting was performed and customer was advised of not being able to calibrate due to high blood glucose. Customer declined troubleshooting for high blood glucose. Insulin pump is not expected to return for failure analysis.